Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned for evaluation and the customer's allegation was not confirmed. The device evaluation found that the device had scratches on the distal end. No other issues were identified. Based on the results of the investigation, a definitive root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device image was not clear and too dark. The issue was found during an unspecified procedure that was completed with a similar device. There were no reports of delay. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device image was not clear and too dark. The issue was found during an unspecified procedure that was completed with a similar device. There were no reports of delay. There were no reports of patient harm.